Event description:
Baxter received a report that viking m, wheel 75/75 had a quick-release adapter falling apart during use, resulting in the sling bar falling to the floor. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the quick release adapter needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 29, 2024 it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the quick release adapter to resolve the reported event. Based on this information, no further action is required.